Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "strep throat", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm volbella® xc into the horizontal necklines. Approximately two months later, patient ¿contracted strep throat¿ and the patient¿s ¿necklines flared up¿ for 2 days. The necklines still appear swollen but have gone down since the ¿symptoms from strep have passed¿. Symptoms ongoing.